Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
They said that the rear wheels are bending inwards and hitting the armrests.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the arms have too much play allowing wheels to rub arms., which confirmed the original complaint issue. The bearing are also clicking on the rear wheels however, the underlying cause could not be determined.

Event description:
They said that the rear wheels are bending inwards and hitting the armrests.